Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Event description:
Information received by medtronic indicated after inserting a sensor the needle stayed in the body even though he removed the serter device. No harm requiring medical intervention was reported. The sensor will be returned for analysis.